Event description:
It was reported that a 31-year-old caucasian female patient underwent a breast augmentation with a 425cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 19, 2022, mentor received additional information stating that the patient is to undergo device explantation on (B)(6) 2023. Explantation date: (B)(6) 2023. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 16, 2023, the mentor failure analysis lab has received the device for evaluation. Additional information received reports that the patient also experienced capsular contracture (baker grade 2). Section h6-health effect - clinical code has been updated to reflect this additional information. The device date of implantation has been updated to (B)(6) 2016. On (B)(6) 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant had a crease/fold on the posterior view. In addition, a tear was found within the crease/fold, measuring 0.5 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).